Manufacturer narrative:
Additional device product codes: gwo, gxr. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Device history records review has been requested. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, the titanium matrixneuro screw could not be inserted, and the thread got stripped. The surgeon tried to remove the stripped screw, but it was difficult to remove them. Thus, the surgeon decided to keep the screw inside the patient¿s body. The titanium matrixneuro plate was also damaged and partially remained in the patient¿s body. The surgery was completed by using an alternative screws and the plate of same size. There was no surgical delay and there was no adverse consequence to the patient. This report is for one (1) matrixneuro screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device history record (DHR) review is for sterilization and assembling procedure only: part: 04.503.104.01s; lot: l732149; manufacturing site: bettlach; supplier: frueh ag; release to warehouse date: january 16, 2018; expiry date: january 01, 2028 non-sterile 04.503.104.20 / h490680 was manufactured in us, monument manufacturing date: november 02, 2017; part: 04.503.104.20, - ti matrixneuro screw self- drilling 4mm; lot: h490680 (non-sterile); lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label logs (pll) were reviewed and determined to be conforming. Packaging boms were reviewed and all components used met current defined requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. This lot met all criteria with no issues documented. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.